Event description:
Day 1, a 46 hour 5-fu infusion which was initiated using a cadd pump. The starting volume was 115 ml. The pump was programmed at rate of 2.5 ml/hour. On day 2, when the patient's cadd pump was disconnected, the pump reading indicated that there was 64 ml remaining. A total of 51 ml had infused. The total number of hours between initiation of the infusion and discontinuation was 47 hours and 34 minutes. Patient reported that the pump did not alarm or seem kinked. Port flushed very easily with saline and had a brisk blood return. The pump taken out of circulation to be sent to infusystem (pump rental company) to be checked.